Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6), 2005 and left total hip arthroplasty on (B)(6), 2006. Subsequently, the patient underwent revision surgery on the left side on (B)(6), 2014 due to pain. Subsequently, patient had the left side revised on (B)(6), 2014 due to patient fall causing a fracture and dissociation. Surgeon stated that he did not believe this was due to product failure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
A visual examination of the returned product shows rim deformation consistent with impingement between the polyethylene and a portion of the head or stem, depending on whether the impingement occurred before or after the disassociation. The rim fracture on the opposite side of the impingement shows evidence of thinning of the polyethylene. In addition, there was a fracture noted that likely propagated down from the rim. It could not be determined if the fracture was caused by the reported trauma or occurred as a secondary fracture after the trauma or disassociation. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. The likely cause is patient weight and the reported fall.